Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp was overfilled with fluid while using the homechoice for apd therapy. Hcp relates the hp reported that the homechoice cycler was not completely draining the solution from their peritoneum during apd therapy and would subsequently deliver a full fill. Hcp relates that she reviewed the therapy log information on the hp's device, which revealed that the hp was bypassing their drains prior to completion. Hcp relates that the hp had been trained nor instructed to perform by bypass procedure. Hcp relates that further examination of the device revealed the initial drain alarm was programmed at "off". According to the hcp, the hp has a last fill volume of 2500mls, which remains in their peritoneum throughout the day and is not removed until the initial drain phase of apd therapy. Hcp relates that upon completion of the initial drain, the homechoice cycler will continue therapy, delivering the programmed fill volume of 2500 mls. Hcp suspects that as a result of the initial drain alarm being programmed at "off", the hp may have received an incomplete initial drain followed by a full fill. Hcp relates there was no pt injury or medical intervention.